Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient reported being in her living room and getting up to take her routine medications for her heart condition and lupus, then went to the bathroom to brush her teeth. The patient then went back to the living room. The patient¿s cgm was reading 112 mg/dl. The patient was about to test her bg meter reading to ensure the cgm was accurate before going to bed, but before she could do that, the patient passed out. The patient¿s daughter was with the patient and tested the bg meter reading, which was 40 mg/dl while the cgm was still reading 112 mg/dl. The patient¿s daughter administered a glucagon injection to the patient and the patient regained consciousness after this treatment. Upon regaining consciousness, the patient was slurring her words. The patient¿s daughter gave the patient orange juice to drink and a second glucagon injection. It was reported it took over an hour for the patient bg meter reading to reach 60 mg/dl (no cgm value was provided at this time). The patient was then given a sandwich and her bg meter reading went up to 77 mg/dl. Ems was not called for this event. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect clinical code - speech disorder.

Manufacturer narrative:
B3: date of event- correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.